Event description:
It was reported that during an unknown procedure, the tissue pad was removed during surgery. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 11/04/2008. Information anticipated, but unavailable at this time.